Manufacturer narrative:
The intraocular lens optic shows scratch marks on the optic and a bent haptic, not inconsistent with an explanted lens. Lens met all manufacturing specifications prior to release. No other complaints for product manufactured in this lot have been received. While we were unable to determine the origin of the damage or the cause of this event, our investigation reasonably suggests it is not manufacturing related.

Event description:
It was reported the intraocular lens (iol) was removed and replaced without complication, due to decentration of the iol. Cause not determined.